Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawers 08 and 13 had issues. A technical support specialist (tss) remoted into the machine and checked the populate button. The tss noticed that drawer 08 did not have any yellow states, but drawer 13 had one. The tss restarted the application, but the yellow state remained on drawer 13. The cubie lids did not open at all. A field service engineer (fse) called medbank support for assistance in removing the cubie, but the team were unable to remove it remotely. The fse manually removed the cubie and gave it to the customer and requested the customer to install the new cubie. The fse reseated the cables and attempted to power on the unit again, but the issue persisted. The fse replaced the pyxis module controller board and reconnected all cables. The tss then connected to the cubex machine and configured the drawers, successfully resolving the issue. The system functioned as intended after the field service engineer and technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawers 08 and 13 had an issue in it, the drawer 8 opened during a medication issue attempt, but the associated cubie lids did not open. Possible contributing factors included a bad row in drawer 08 and drawer 13 being in a yellow state. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.